Manufacturer narrative:
Complaint conclusion: as reported, the sealant on a 6f/7f mynxgrip vascular closure device (vcd) did not deploy when tamping, as the advancer tube was not engaged or visible. Hemostasis was achieved with compression for 25 minutes. There was no reported patient injury. The device was stored and prepped in accordance with the instructions for use (IFU). No damages were found on the device packaging prior to opening. The mynx vcd was used in an interventional procedure with a retrograde approach. The deployer was mynx certified. A 6f non-cordis sheath introducer was used. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm, with no vessel tortuosity or presence of peripheral vascular disease (pvd)/calcium in the vicinity of the puncture site. The user shuttled down completely with no significant resistance and no unusual force applied when retracting the sheath. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged with the black handle and the stopcock was in the open position. A syringe was returned attached to the device, but there wasn¿t a sheath inserted onto the unit. The advancer tube and sealant were returned in their manufactured positions. The condition of the returned device likely indicates that the device was not deployed. Additionally, no visual damages or anomalies were observed. Per functional analysis, the sealant deployment mechanism was tested to verify the correct configuration of the device as received. The results showed no problems in the device¿s deployment mechanism as it could be actioned as expected by advancing the advancer tube and deploying the contained sealant. The reported event of ¿sealant-failure to deploy-advancer tube¿ was not confirmed through functional analysis of the returned device since there were no issues noted with the device¿s deployment mechanism even though the received condition indicated an unsuccessful deployment since the sealant and advancer tube were still in their manufactured positions. The exact cause of the issue experienced by the customer could not be conclusively determined during product investigation. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the failure to deploy incident reported since the device passed functional analysis for deployment and there were no damages/anomalies that could have contributed to the issue noted. However, procedural/handling factors (such as an incomplete shuttling down of the shuttle even though the user reported shuttling down completely) and/or the condition of the procedural sheath (which was not returned for analysis) possibly contributed to the issue experienced. According to the IFU, which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock (definitive stop), this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Neither the product analysis, nor the information available for review suggest that the reported issue experienced could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the sealant on a 6/7f mynx grip vascular closer device (vcd) did not deploy when tamping as the advancer tube was not engaged or visible. Hemostasis was achieved with compression for 25 minutes. There was no reported patient injury. The device was stored and prepped in accordance with the instructions for use (IFU). There were no damages found on the device packaging prior to opening. The mynx vcd was used in an interventional procedure with a retrograde approach. The deployer was mynx certified. A 6f non-cordis sheath introducer was used. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm, with no vessel tortuosity or presence of pvd/calcium in the vicinity of the puncture site. The user shuttled down completely with no significant resistance and no unusual force applied when retracting the sheath. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.